Manufacturer narrative:
Product ID: 3889-28, lot# va181zx, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device has not been working good even after troubleshooting and stated that the healthcare provider thought the lead was not in correctly due what to was seen in the x-rays. Patient will have surgery to resolve the issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va181zx, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Consumer said the patient is scheduled for a check-up next week since their lead is not working. Device registration couldn't connect the consumer to the call center due to the holiday and the spouse refused to get the phone line for the call center. No patient symptoms were reported and no further complications have been reported as a result of this event.